Manufacturer narrative:
Cook received user facility report MFR# (B)(4). Investigation - evaluation: a review of complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The complaint device was not returned, therefore no physical examination could be performed; however, document based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Without the benefit of a returned complaint device, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Event description:
It was reported from the user facility that while exchanging a sheath during a procedure for atrial fibrillation ablation the medical team noticed the tip of the performer introducer dilator began to fray. It was replaced with a new one and the case proceeded. At the end of the procedure when removing the sheaths, the new one had also frayed. Both were set aside. There was no harm to the patient. The procedure was reported to be successful and the patient was last reported to be stable. Both complaint devices are from the same lot and shall be represented in this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
(B)(6) cook received user facility report number (B)(4): it was reported that while doing a sheath exchange during afib ablation / electrophysiologic study / pulmonary vein isolation / right heart catheterization / left heart catheterization / three-dimensional esi mapping, it was noticed that the tip of the performer introducer dilator had begun to fray. It was replaced with a new one and the case proceeded. At the end of the procedure when removing the sheaths, the new one had also frayed. Both were set aside and there was no harm to the patient. Both allegedly failed devices are from the same lot and shall be represented in this report. The patient's condition post-procedure was reportedly stable with minimal blood loss. The user facility reported that this has been a very successful ablation of atrial fibrillation and the patient was observed carefully overnight.